Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to verify the customer reported malfunction. The ventilator would boot to normal status. However, it generated a constant breath delivery (bd) alarm with blank displays. The se turned the power on multiple times, and the ventilator would pass the power on self-test (post). The se then replaced the bd central processing unit (cpu) as a precaution. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator was inoperable. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.